Event description:
It was reported that a female patient underwent breast augmentation with a 400cc mentor memorygel breast implant and experienced breast implant rupture on her right side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3504001bc; serial number (B)(4) on the right, and with catalog number 3503751bc; serial number (B)(4) on the left on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).